Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction bolus. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Reportedly, customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.